Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
During a possible sca the responder reported the device would not power on. There was no green status indicator. The device was inspected after the event and the indicator was on. The device was powered on and appeared to be in working order. The patient survived to hospital admission.

Event description:
During a possible sca the responder reported the device would not power on. There was no green status indicator. The device was inspected after the event and the indicator was on. The device was powered on and appeared to be in working order. The patient survived to hospital admission.

Manufacturer narrative:
The device history records for the sam 350p and returned pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 6th july 2015. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded and are attached to this report. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2015. The device continued to perform to specification up to and including the (B)(6) 2018. The reported complaint alleged that the device failed to power on or display a green status led on the (B)(6) 2018 during a patient involved event. The device memory log indicates that no manual power up was recorded on either of these dates. However, four manual power ups were successfully recorded on the (B)(6) 2018. This was then followed by the scheduled weekly auto self-test on the (B)(6) 2018. No fault was found with the device during testing at heartsine even when placed under elevated stress. The devices' ability to record to the memory log and to successfully power on and off via the on/off button was verified. The green status led continued to flash throughout the testing. A visual inspection of the pcba and the returned pad-pak identified no abnormalities. Measurements were taken across the on/off and status led drive circuitry with no measurable faults recorded. The device pogo pins were also subjected to stress testing beyond normal use by monitoring the voltage under load whilst agitating the installed pad-pak. No voltage fluctuation was observed. Given no fault found with the device and the user confirming that post event the device did power on and display a flashing green status led, the report can only conclude that the pad-pak had been incorrectly seated within the device during the event. An incorrectly seated pad-pak would account for the device failing to activate and no green status led present. This device shall by retained by heartsine as per complaint handling procedure (B)(4).